Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
On sunday of this week, the patient picked up something that was 45-50 pounds. Since then, he noticed a change, and it hurt a little more than it used to. The patient had some new pain in his lower back where the stimulation was targeted. The patient could still turn the implantable neurostimulator (ins) on and feel stimulation in the low back where it should be. The patient inquired if he might have pulled a lead out of the stimulator. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.